Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought that there was something wrong with her implantable neurostimulator (ins) because when she lied down on her left side, she was not feeling the stimulation. The patient also reported that when she sat down, the stim was working inconsistently. There were no reports of falls or traumas, but the patient does have a puppy that had jumped on her back near the lead wires in (B)(6) 2018. She thought that the stim issue started after this. The patient¿s healthcare professional (hcp) was aware of the issues and she was trying to get schedule an appointment to have her ins checked. There were no further complications reported or anticipated.